Manufacturer narrative:
The device was tested and serviced by a third party service. They reported to mmdg that the pump auxiliary alarm failed to alarm during testing, and mmdg considers this reportable. The third party service also advised that the pump auxiliary alarm worked correctly after they plugged the pump in, allowing the bt2 battery to charge correctly.

Event description:
The initial reporter states that the pump failed the auxiliary alarm test. This occurred during testing by a third party servicer and no patient was involved. (B)(4).